Event description:
Transport returning from diagnostic CT scan. Pt developed bradycardia requiring CPR (chest compressions). Monitor began blinking when pt heart rate slowed and compressions begun, monitor screen went black.